Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and bradycardia. The right ventricular (rv) lead exhibited high threshold, increase in threshold and possible loss of capture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. The right atrial (ra) lead exhibited variable thresholds. The ra lead remains in use.